Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this implantable cardioverter defibrillator (ICD) fell and noise was noted in the right ventricle channel. Pocket revision was performed. This ICD remains in service. No additional adverse patient effects were reported.